Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6)2017 and presented on (B)(6)2017 with flap striae in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation and visual acuity being not as clear. Patient reported symptoms are not interfering with daily activities. A flap lift was performed. Bcva from (B)(6)2017: right eye pre-op 20/60 .75 x -2.50 x 15, left eye pre-op 20/20 .50 x -1.25 x 175.